Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation ablation procedure with a qdot micro and the patient experienced pericardial effusion that required pericardiocentesis. During an atrial fibrillation case, a pericardial effusion was noticed. They noticed there was a drop in blood pressure in the patient and a pericardial effusion was confirmed by intracardiac echocardiography (ice) and echo probe. The medical intervention provided was a pericardiocentesis. Patient was reported to be in stable condition. Device evaluation details: the device was returned to johnson & johnson medtech (j&j) for evaluation. A visual inspection and revision of all features were performed following j&j procedures. Visual analysis revealed no damage or anomalies on the device. The device features were reviewed, and no issues were observed during the product investigation. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. No malfunction was observed during the product analysis, other issues or circumstances may have occurred during the usage of the device that compromised its performance. The root cause of the adverse event remains unknown. The instruction for use (IFU) contains the following warning and precautions: when using the catheter with conventional systems (using fluoroscopy to determine catheter tip location), or with the carto¿ 3 system, careful catheter manipulation must be performed in order to avoid cardiac damage, perforation, or tamponade. Do not use excessive force to advance or withdraw the catheter when resistance is encountered. The firmness of the braided tip dictates that care must be taken to prevent perforation of the heart. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
On 23-dec-2024, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Note: during product evaluation, the lot number was identified to be 31416801l. Field d4. Lot has been populated. The manufactured date and expiration date have also been provided. Therefore, fields d4. Expiration date and h4. Device manufacture date have been populated. The full UDI has now been provided under field d4. Primary UDI number. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Note: for field d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. Manufacturer's ref. #(B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation ablation procedure with a qdot micro and the patient experienced pericardial effusion that required pericardiocentesis. During an atrial fibrillation case, a pericardial effusion was noticed. They noticed there was a drop in blood pressure in the patient and a pericardial effusion was confirmed by intracardiac echocardiography (ice) and echo probe. The medical intervention provided was a pericardiocentesis. Patient was reported to be in stable condition.